Event description:
A physician reported a pt was treated on 9/4/96 into the left nasolabial fold, frown line, and vertical lipstick lines. On 9/11/96, the pt developed pruritus, tenderness, and a dark red bruised appearance at the left nasolabial folds and frown line. On 9/11/96, oral and topical antihistamines were prescribed. The pt also developed a migraine type headache and vomiting, which lasted for two to three weeks. The physician believed the symptoms at the left nasolabial fold and frown line were related to the collagen; he was unsure if the migraine and vomiting were related to the collagen.

Manufacturer narrative:
The pt alleged that for two yrs since the treatment she had pain to her face, headaches, and crevice type scarring to one side of her face.